Manufacturer narrative:
(B)(4). Evaluation, results: death; pre-operative rupture; implantation for a pre-operative rupture. Conclusions: implantation for a pre-operative rupture.

Event description:
A talent converter stent graft was implanted in a patient for the emergent endovascular treatment of a ruptured 6.5 cm abdominal aortic aneurysm located at the level of the renal artery. Vessels were mildly calcified and mildly tortuous. It was reported that a talent converter stent graft (MFR report # 2953200-2010-02067) and three talent iliac limbs (MFR report # 2953200-2010-02068, MFR report # 2953200-2010-02069) were implanted with a good seal, and then a femoral-to-femoral bypass was performed. The physician then elected to open the patient's abdomen to decompress; however, the patient expired. The physician stated that there were no issues with the stent grafts.